Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 538 (mg/dl). Prior to hospitalization, the customer delivered a bolus to address bg level. While hospitalized, the customer was treated with intravenous insulin and fluids then released the same day. During troubleshooting, a review of the pump logs indicated the pump shutdown (B)(6) 2016 at 5:45 p.m. Due to normal battery depletion after low power alerts and alarms were annunciated. The pump was not connected to a power source until 3 hours later and a cartridge was not reloaded. Insulin delivery was not resumed until (B)(6) 2016 at 8:00 pm.